Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 andh10. Corrected fields: e2, e3, g2 (remove healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "foreign material" was caused by a imperfection of proper reprocessing caused by leakage from switch head and s-connector. The event can be detected/prevented by following the instructions for use which state: IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope¿s air/water channel was identified with contamination . There were no reports of patient involvement.